Event description:
Event description guidant received information that this implantable device was explanted secondary to a patient infection. Subsequently, this device was retrieved from archive for further investigation.